Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, 25% of the shell is missing, device to be underweight, some openings, and a crease fold. A microscopic analysis was performed which identified a sharp edge broken assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. And also identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A striated edge broken on anterior side assessed as surgical damage.

Event description:
Physician has reported implant rupture, capsular contracture, baker grade IV, and "free fluid between capsule and prosthesis;" MRI performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture baker grade IV; free fluid between capsule and prosthesis.

Event description:
Physician has reported implant rupture, capsular contracture, baker grade IV, and "free fluid between capsule and prosthesis;" MRI performed. Device has been explanted. This relates to the left side.